Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. The pump was found to be displaying "power lost while pump was on" alarming message during the investigation. According to the investigation the pump was at smiths medical on (B)(6) 2020 for replaced cracked battery door, clock battery and lec 1720. The pump cracked battery door, clock battery, downstream occlusion sensor, back up cap with loaded software 97-0304-24f and calibrated the device were previously performed. The pump microprocessor unit board will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump exhibited constant reboot. No reported adverse effects.